Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
A representative later reported the patient was doing well.

Event description:
It was reported that telemetry confirmed a critical alarm was occurring due to a constant motor stall. The pump was interrogated on the day of the report. The motor stall occurred on (B)(6) 2013. No MRI or other medical procedure was performed on (B)(6) 2013. The patient was starting to feel a little queasy. Their healthcare provider reported that withdrawal symptoms may be starting. The medications infused were hydromorphone and bupivacaine. As of (B)(6) 2013, the stall had not recovered. The pump was being replaced on (B)(6) 2013. The patient was noted to have been at the veterinarian with a sick cat, but they had not been exposed to an MRI. It was later reported that the patient went through withdrawals. The representative stated that no MRI or electromagnetic interference caused the stall.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor. The motor stall was due to the gear pinion of the gear train.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the pump was replaced in (B)(6) 2013 due to elective replacement indicator (eri); also previously reported as unrecovered motor stall. No additional patient symptoms were reported. The pump was being used to infuse hydromorphone 6mg/ml at 1.5 mg/day and bupivacaine 40 mg/ml at 10 mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.